Event description:
A malfunction alarm was reported with the pump displaying alarm 30 during the loading process. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer was educated on the proper loading technique but was unable to resume insulin therapy due to a recurring cartridge alarm. Technical support decided to replace the pump, even though it was out of warranty, and arranged for the customer to use a multiple daily injections (mdi) method as backup therapy. The customer was guided on how to put the pump into storage mode and instructed to return the faulty pump using a prepaid label.